Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance on the extension. As a result, surgical intervention was undertaken wherein the extension was explanted and replaced.